Event description:
It was reported that there was a change in therapy effect. It was noted that the patient was ¿not arousable.¿ the patient¿s pump was replaced on (B)(6) 2014 from a 20 ml to 40 ml reservoir. It was reported that the pump replacement was uneventful, with no issues. The patient was discharged a few hours after surgery. Intraoperative the catheter was not aspirated. It was noted that the patient was receiving intraventricular baclofen. A priming bolus on back table was done 0.3ml over 19 minutes. The new pump was filled with 20ml of new gablofen and 16ml of old baclofen removed from the old pump. The total volume filled in reservoir at implant was 36 ml. It was reported the pump was infusing at 0.757ml/day, 0.0315ml/hour. Approximately 6-8 hours after implant the patient was reported to be "fully obtunded", patient had severe respiratory depression ¿pco2¿ was 120. The patient was to be admitted to ICU for monitoring. The patient was starting to improve, "arousable", and opens eyes. It was reported that the health care professional programmed the pump dose to 1000mcg/day from the programmed 1514mcg/day. It was reported that the first pump update was for the back table prime and the second update was when the volume was updated based on the drug added from the old pump. It was noted that the only programming difference between the original pump and replacement was a 1.1 mcg increase in daily dose due to the calibration constant of the new pump. It was reported that the back table prime (19 minutes) completed before the old pump was disconnected and the new pump connected. It was reported that on (B)(6) 2014 the patient¿s reservoir volume was 35.5 ml which was appropriate based on filling the pump with 36 ml at implant. It was later reported that the patient was supplemented with oral baclofen at the time of the event. The patient had difficulty arousing according to the patient¿s health care professional. The cause of the event was unknown, but there was some belief that the patient had lioresal in their pump and when they put in gablofen, which a few thought was stronger than the specified dose. When lowered the patient was fine and did not need to be intubated. The event was not due to the patient¿s catheter. Troubleshooting, intervention or other actions taken to resolve the event included reviewing the telemetry from the operating room (or) and how much drug left in the pump at the time of issue while the patient was in the emergency room (ER). It was noted that the patient was doing good.

Event description:
It was later reported that after the medical event following pump replacement, the patient stabilized and has been okay since. The patient's spasticity control had been fine. The pump replacement from a 20 ml to a 40 ml pump was desired for a larger reservoir as the patient was going to refills about every two weeks.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).